Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10: h10: the device was received for evaluation. A visual inspection was performed using the naked eye and it was noted that fluid was inside the bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened blue winged cap. The cap was hand tightened by manually, and a function leak test was performed with no issues noted. Based on the sample analysis finding, the folfusor unit was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was verified. The cause of the leak inside the bag was potentially due to a use error by not securely tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from december 17, 2020 - december 18, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked in the packaging. This issue was discovered during storage. There was no patient involvement. No additional information is available.